Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that there was an under infusion event of ketamine. It was determined by customer's internal investigation that the issue was due to programming error by the user. The error was due to selection of weight based infusion programming via guardrails drug library, but the intended programming was non-weight based. There was patient involvement but no harm.

Event description:
It was reported that there was an under infusion event of ketamine. It was determined by customer's internal investigation that the issue was due to programming error by the user. The error was due to selection of weight based infusion programming via guardrails drug library, but the intended programming was non-weight based. There was patient involvement but no harm.

Manufacturer narrative:
Omit : a140504 - inaccurate delivery (2339).